Manufacturer narrative:
A supplemental MDR is being submitted for reference to manufacturer reports related to this case. The section of this report has been updated h10 (narrative/data). This report is one of five manufacturer reports being reported for this case. Please reference related mfg. Report numbers: 2015691-2021-01702, 2015691-2021-01704, 2015691-2021-01705 and 2015691-2021-01724.

Manufacturer narrative:
The instructions for use (IFU) state the following warning: incorrect sizing of the valve may lead to paravalvular leak, migration, embolization, residual gradient (patient-prosthesis mismatch) and/or annular rupture. Valve in valve is performed as an intervention for severe or clinically significant pvl, central leak, or valves deployed too aortic/too ventricular. This intervention is performed to treat serious injury and/or prevent permanent impairment. In this case, there was no allegation or indication a device malfunction contributed to these adverse events. The cause for the valve-in valve procedure is unknown as limited information was provided in the article. Additional information was requested by the author but not forthcoming. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Bibliography: transcatheter aortic valve replacement with balloon-expandable valves: comparison of sapien 3 ultra versus sapien 3; t rheude, c pellegrini, j lutz cardiovascular 2020 - jacc.org

Event description:
A single-center study was published in a european journal article, transcatheter aortic valve replacement with balloon-expandable valves, comparison of sapien 3 ultra versus sapien 3. The study was from january 2014 and january 2020 and included a total of 1,328 consecutive patients with severe aortic stenosis or degenerated bioprosthetic aortic valves undergoing tavr using the s3 or ultra valves. A total of 310 patients (155 ultra and 155 sapien 3). All patients were discussed by the multidisciplinary heart team and determined to be eligible for transfemoral tavr. Data were acquired during routine visits at the outpatient clinic, review of hospital records, contact of primary care physician, or direct contact of the patients or their family members and collected in an institutional database. This complaint is for 1 patient who required a second valve related to procedural characteristics with a sapien 3 ultra valve.